Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation was confirmed. (1) unpackagedar-1922ps was returned for investigation. The returned device was visually inspected, and it was noted that the eyelet was broken/damaged. The most likely cause(s) of this type of event include applying excessive forces through leveraging/prying the device.

Event description:
On 5/11/2023, it was reported by an arthrex employee via email that an ar-1922ps pushlock suture pulled out of the anchor during insertion. Nothing broke off inside the patient, and the case was completed using another ar-1922ps pushlock. This was discovered during an aclr procedure on (B)(6) 2023.